Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Electrode belt sn: (B)(4) was not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the adverse event. Device manufacture date: monitor: 02/18/2014, belt: 02/27/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was unconscious and in a rehab facility prior to the time of passing. It was reported that the patient's passing was cardiac related and that resuscitation efforts were attempted by staff and paramedics. Review of the download data, indicates the patient received two lifevest defibrillations in response to oversensing of low cardiac signal and CPR artifact. The device detected asystole while the patient's rhythm was an idioventricular rhythm at 25 bpm slowing to 10 bpm degrading to asystole. The patient was in asystole at the time of both treatment shocks at 20:13:38 and 20:14:08. The patient's post shock rhythm was asystole and asystole with motion artifact for the first and second treatment shocks, respectively. The patient also received three non-lifevest defibrillations, the first at 20:15:33 and the second and third from 20:17:35 to 20:18:13. The patient's rhythm at the time of the three non-lifevest defibrillations was asystole with CPR artifact. The patient's post shock rhythm for the first shock was asystole with intermittent cardiac activity and CPR artifact. The patient's post shock rhythm for the second and third shocks was asystole with CPR artifact. The patient's rhythm from 20:21:51 to 20:23:34 was asystole with CPR artifact. The device detected a non-treatable rhythm at 20:23:34 and the device was shutdown at 21:17:49 on (B)(6) 2019. The response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery and then again after the treatment delivery. The response buttons functioned appropriately. It is unclear who pressed the response buttons. The patient passed away on (B)(6) 2019 at approximately 9 pm.